Event description:
The variax universal plate broke after being implanted for over a year. The plate was implanted on (B)(6) 2013. The plate was removed on (B)(6) 2014.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported incident that volar smartlock distal radius plate, standard, right,long, 14 holes was alleged of issue s-12 (implant breakage after surgery) could be confirmed. Based on investigation, the root cause was attributed to a user related issue the plate received was confirmed as broken. The lateral view of the plate shows that, prior to broke, it bent. Most likely the root cause of this bending, that ended in breakage, would be: a non adequate fixation. If the plate was bent, most likely the bone was not correctly fixed and the plate absorbed this moving force; the period of implantation. The plate was extracted after on year placed. The implants are recommended to remain implanted a maximum of 12 weeks (3 months.) A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The variax universal plate broke after being implanted for over a year. The plate was implanted on (B)(6) 2013. The plate was removed on (B)(6) 2014.